Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance measurements with no pacing output in bipolar mode. Ipg paces normally in the unipolar mode with appropriate lead impedance measurement.